Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0m45h, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the patient got the device for intestinal problems with constipation and did not put it in for bladder. The patient had had irritable bowel syndrome (ibs) for years. The patient talked to their manufacturer representative last week, who told them to call the manufacturer for help to change programs because they were having issues with their therapy. After implant the patient did well, then all of the sudden, about 2 weeks after implant, if the patient sneezed or anything they were peeing and it was hurting. It was painful in their vagina on the right side and the patient couldn¿t turn it up anymore because it intensified. The 2 week trial worked great, the patient had no bladder problems, and they were going to the bathroom pretty good. When they put it in the patient didn¿t know it was going to help their bladder. It made the patient¿s life a lot easier, but they were filling up with gas so bad that they looked like they were 8 months pregnant and it blew up by the end of the night. The patient had a loss of therapeutic effect. The patient synced the programmer with their implantable neurostimulator (ins) and stimulation was turned on, set at 2.0v on program 2. The patient also had program 3 set at 1.3v, program 4 set at 1.3v, and program 1 set at 1.6v. The patient turned stimulation off, activated program 1, turned stimulation down to 0.8v, turned it back on, and increased until it was felt. The patient felt stimulation by their anus in their cheek. The patient increased stimulation up to 1.9v, walked around, stood and sat, and said they would try it at 1.9v. It was later reported that the patient changed programs, but couldn¿t seem to get it to stop giving them the stimulation non-stop on their rear end. The patient kept turning it down but it just kept going and the patient hadn¿t spoken with their health care provider (hcp) yet. It was hurting in the vagina area, but now it was all the way up to their rear end up their butt check. It wouldn¿t stop vibrating and the patient forgot how to change the program. The patient was currently on program 1 at 1.1v and moved to program 2 at 2.0v, but that was too high so they turned it down and it was better. Then when they sat down it was still too high and it was the pulsation that was driving the patient crazy. The patient got restless leg syndrome because of it. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.